Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a female patient who had a mentor memorygel breast implant 400cc gel prosthesis implanted experienced capsular contracture of unspecified baker grade on the breast prosthesis post procedure. As a result, capsulectomy was performed with implant exchange. At the time of this report, mentor has received no information regarding exchange date.

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/25/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).